Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: conclusion of phenomena for foreign material. These phenomena were newly identified by the inspection of the repair department. Based on the information obtained from this complaint and the investigation results, it can be confirmed that a leakage failure has occurred in the device. Therefore, it is assumed that the reprocessing could not be completed normally, and foreign matter may have remained. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the [product]gastrovideoscope exhibited foreign material in the forceps elevator and auxiliary air and water channel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Correction: b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited foreign material in the forceps wire and the air and water cylinder mouth. There was no patient involvement.